Event description:
Reason(s) for revision: infection (tested and positive culture confirmed) 1.5+ years after implant.

Event description:
It was reported that the patient had a revision on the left hip implant. The reason for the revision is unknown.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Since the infection occurred 1.5+ years after implant it is unlikely that the device contributed to the infection. Depuy considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.